Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving dilaudid (concentration 1 mg/ml, dose 0.1 mg/day) via an implantable pump for non-malignant pain and joint pain/arthritis. A catheter dye study was done on (B)(6) 2017 but the manufacturers representatives were not notified. The patient was prescribed oral percocet 10/325 4x/day from (B)(6) until catheter revision. The catheter migrated on an unknown date in march, the catheter was partially explanted, replaced and would not be returned as it was discarded by the customer. During the revision, the surgeon incised lumbar area of lower back at previous catheter insertion site from (B)(6) 2016 implant found the intrathecal spinal portion of the catheter had migrated into the fascia, implanted the spinal portion of an ascenda catheter intrathecally accessing the spine at l2-l3 level, tip catheter t9 and anchored catheter to the fascia. The physician did not use the ascenda spinal revision kit because none were available to the manufacturer¿s staff that day. The physician then trimmed the newly implanted catheter and used a collet from and ascenda anchor tool kit to splice the new catheter to the remaining portion of the previously implanted catheter. He then used a 24 g needle from a catheter access port kit to access the catheter and confirm patency by withdrawing 1 ml spinal fluid. At the time of this report, the issue was resolved, and patient status was ¿alive ¿ no injury¿. There were no symptoms mentioned. No further complications were anticipated/reported